Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch didn't work. The customer told that there was red blinking indicator on wi-fi and red color indication on the battery. The fse restarted the system but it didn't solve the issue. The fse further investigated the issue and found that the wireless footswitch battery was defective. The fse replaced the wfs (wireless footswitch) battery and charger to resolve the issue. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue where a prior occurrence led to serious injury (tw (B)(4)), but it is related to a battery issue. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported that the wi-fi(led) indicator on the wireless foot switch was flashing red and the battery was also red. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.